Event description:
Patient's wife reported that on (B)(6) 2013 at 7:30 pm his blood glucose level was 247 mg/dl. Wife stated on (B)(6) 2013 at 5:30 am patient's felt sick and vomited and then at 7 am patient vomited again. Wife reported she called the doctor and he diagnosed the patient with gastroenteritis and gave him an injection; name of medication is unknown. Wife stated at 10:45 am patient felt worse and she informed the doctor again. Wife reported the doctor called the ambulance and patient was taken to the hospital in the ICU. Wife stated patient's blood glucose level was 1090 mg/dl; patient was not unconscious. Patient's normal blood glucose level was not provided. Wife reported patient received insulin via perfusor. Wife stated the doctor discovered the insulin cartridge was broken; glass fragments were found in the cartridge compartment. No further information available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Glass fragments were found in the cartridge compartment. We clean the cartridge compartment to test the pump on the diagnostic test system. History list: the reviewed history showed, that all programmed boluses were delivered as intended. Consumables: adapter: the adapter passed the optical inspection. Battery cover: the battery cover passed the optical inspection. Glascartridge: the potential cause of the event - broken cartridge - is not a roche product. Manufacturer informed about the case. The problem mentioned by the customer could not be reproduced. There is no indication of any roche product malfunction which caused or contributed to the reported event as described in this case. They customer was using a cartridge manufactured by a different company and this product was broken.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.